Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A pairing test was performed and it passed. A functional test was performed and it passed. The receiver log was download and reviewed with no loss of connection observed. As a result a loss of connection event was not confirmed during log review. A root cause could not be determined.